Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: o2 input flow test failed no patient involvement reported.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Field d4 was not updated with full UDI information as requested since the device was manufactured before 2015.

Event description:
The following was reported to hamilton medical ag: o2 input flow test failed. No patient involvement reported.